Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The returned reciprocal file r25 8/100 25mm 025 is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1549638, #1550136 and #1548853). Root causes are not identified. We will track this kind of event and monitor the trend. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a reciprocal file broke during use; the outcome of the event is unknown as of this MDR evaluation.